Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The device had minor scratched lcd window.

Event description:
It was reported that insulin pump has cracks around the display window. The blood glucose levels were not included in the report. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.